Event description:
The patient was described as cold to the touch and blue in color. The patient was brought to a surgical unit in an attempt to save the patient's fetus. Reportedly, when an attempt was made to deliver defibrillator energy, the device would not charge. A backup defibrillator was made available and was used. Neither the patient or the fetus was resuscitated, but the facility stated outcome was not affected by the discrepancy, due to use of a backup device.